Manufacturer narrative:
Evaluation results: failure to follow instructions - (device used past use by date). Shelf life exceeded. No device received for evaluation. Conclusion results: no device failure (device performed as indented). User error contributed to event (device used past use by date). Failure to follow instructions (device used past use by date). (B)(4).

Event description:
Physician deployed an 4.0mm diameter x 22mm length integrity bare metal stent in a unknown lesion. No complications were reported with the use of the device during the procedure. It was reported that the integrity stent was implanted approximately 7 days post the labeled expiry date. The expiration date of the device was (B)(6) 2014; the stent was implanted on (B)(6) 2014. Stent remains in patient. No patient injury occurred and no clinical sequelae were reported.